Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 173318 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/lot 173318 and device part number 195-430wl / lot 170717. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 173318 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test otc, 2 test pack using unknown sample types. The first antigen self test was performed on (B)(6) 2022 at 7:00pm which generated a positive result. The second antigen self test was performed on (B)(6) 2022 at 12:00pm which generated a negative result. The consumer stated she was symptomatic experiencing, fever, body aches and sore throat. Technical services (ts) advised the consumer to contact their healthcare provider for further guidance. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.